Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the screw backed out which required a revision. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery occurred on (B)(6) 2016 due to backing out of screws and the proximal locking screws would not engage. The patient had bilateral proximal tibia and femur fractures treated on (B)(6) 2016. Patient also had a previous left unknown tibial nail implanted on an unknown date. On (B)(6) 2016 the exfixes were removed and patient had bilateral open reduction internal fixation (orif) of the proximal tibias and retrograde left femur. The patient returned to surgery on (B)(6) 2016 for irrigation and debridement of the left tibia with removal of hardware. Clinical findings included infection and inflammation and an antibiotic cement spacer was placed. The surgery was successfully completed with no delays and no harm to the patient. This complaint involves three (3) devices. Concomitant medical products: tibial nail (part# unknown, lot# unknown, quantity 1), external fixators (part# unknown, lot # unknown, quantity unknown). This report is 1 of 3 for (B)(4).